Event description:
In 2009, the pt reported the up and down buttons on her insulin infusion device are working intermittently. She stated her blood glucose is 171 mg/dl, which is normal for her "around that time of day." During troubleshooting, a test bolus was performed and her device would beep, but she could not increase the units by pressing the down button. The button is not flat and she said her device has not been dropped or exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.